Manufacturer narrative:
Concomitant medical product: 419488 lead implanted: (B)(6) 2007, 6935m62 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing which triggered an in appropriate shock. The patient had been ironing next to their dryer at the time of the shock. It was suspected there had been an rv lead fracture. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.